Manufacturer narrative:
H4: the device was manufactured from january 14, 2021 - january 15, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid inside the bladder which suggested a no flow problem may have occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume folfusor. The expected therapy time was 46 hours; however, it was observed that the medication delivery stopped during use of the device. The device had been filled with 3000mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.